Manufacturer narrative:
Customer complained on (B)(6) 2021 the graph button is not functioning properly. Device passed self test and displacement test. Graph button and all other buttons function properly however, moisture damage is noted on the keypad trace. Device passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Unit successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and broken belt clip rails. P-cap/reservoir locks properly. Graph button and all other buttons function properly however, moisture damage is noted on the keypad trace.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button on the far right with picture of diamonds was not responding. Customer stated that they did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated they were able to access menu screen and using the up and down arrow allowed them to navigate screen. Customer stated block mode was inactive. Customer stated that alarm was not in progress during the time that the button was unresponsive. Troubleshooting was performed but still the issue persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.